Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Patient reports on step 14 and the lower right side of the retainer is cutting the corner of the mouth. The patient is wondering if wearing the same retainer since july and the grinding of teeth might be contributing to the cutting since they didn't cut before.